Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ syringe the rubber plunger was damaged and stopper was damaged /deformed. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned two loose 1cc, 6mm syringes. Customer states that the rubber plunger is misshapen. The returned syringes were examined and both exhibited slightly deformed stopper. No defects were observed on the plunger rod. Both samples were disassembled and their stoppers were noted to maintain their deformed configuration, as had been noted within the fully assembled syringe. Additionally, one sample was noted to have a broken off cannula, which appears to have been bent and stretched. Root cause for the broken cannula remains unknown at this time. As per manufacturing, a review of the device history record was completed for batch# 6242903. All inspections were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged plunger). Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.